Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer states that there was moisture inside a few syringes used for insuline. Samples ; available.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 11/18/2021 h.6. Investigation: customer returned (1) loose 1/2cc, 6mm, 31g syringe. Customer states that moisture was found in a couple of syringes. The returned syringe was examined and exhibited clear droplets of material in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely insulin mixed with silicone. The insulin would not have been acquired in the syringe during the manufacturing process. A review of the device history record was completed for batch # 1004559 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Root cause is user related as the insulin would not have been acquired in the syringe during the manufacturing process. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringe with the bd ultra fine¿needle had foreign matter in the fluid path. The following information was provided by the initial reporter : the customer states that there was moisture inside a few syringes used for insuline. Samples ; available.